Event description:
The pt had no stimulation. There was no known related accident or incident. The device was in a power-on-reset condition. The outcome is unk. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).